Manufacturer narrative:
A sample from the patient was provided for investigation. Upon investigation, the eiii value was found to be lower than the value obtained by the customer, but the was still high when compared to the values generated by competitor assays. The sample contained an interfering factor to the eiii assay. This limitation is covered in product labeling. (B)(4). For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination, and other findings.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received erroneous results for one patient sample tested for elecsys ft3 iii (ft3), the elecsys ft4 ii assay (ft4), the elecsys tsh assay (tsh), the elecsys estradiol iii assay (eiii), and the elecsys prolactin assay (prl) on a cobas 8000 e 602 module (e602). The sample results were different compared to results obtained with the centaur xp and abbott methods. The erroneous results were reported outside of the laboratory to the doctor. This medwatch will apply to the eiii assay. Please refer to a1. Patient identifiers of the following medwatches for information related to the other assays: a1. Identifier (B)(6) = ft3 assay. A1. Identifier (B)(6) = ft4 assay. A1. Identifier (B)(6) = tsh assay. A1. Identifier (B)(6) = prl assay. The e602 analyzer serial number was (B)(4).